Event description:
The patient underwent surgery for resection of a pituiatary adenoma by a transephenoidal approach in 03/2005 and subsequently developed complications related to csf leaks. Two attempts to repair the csf leaks failed and a third reoperation involving the use of bioglue was performed in about 2 weeks later (not an approved indication in the united states). Three days after the procedure, the patient developed a cranial nerve neuropathy, which involved cranial nerves 6, 7, and 8 on the right side, and symptoms consistent with infectious meningitis. The patient improved with triple antibiotic therapy and was discharged from the hospital. According to the report, the patient developed peripheral neurological symptoms 10 days later with a left sided hemiparosis and difficulty speaking. An MRI reportedly demonstrated a mass alleged to be bioglue around the basilar artery. A small pontine stroke was also noted, which appeared to result from occulusion of a pentrating branch vessel from the basilar artery. The evidence did not suggest a full basilar artery stroke and the patient was treated with steroids, which temporarily reduced the symptoms. However, the patient was then placed in an inpatient rehabilitation facility with continued left sided hemiparesis. Subsequent csf studies have indicated the presence of a sterile or chemical meningitis. No additional information was provided and repeated attempts to contact the following neurologist have been unsuccessful.